Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. It is corrected to read k022426.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were observed. Conclusion: bd was unable to confirm the customer¿s indicated failure mode due to a lack of objective evidence.

Event description:
It was reported that blood splattered from a 3 ml bd preset¿ syringe with bd luer-lok¿ tip. 22 g x 1 in bd eclipse¿ needle after blood collection. The blood had been splashed from the needle tip and blood got onto the nurse's cloth. No serious injury or medical intervention reported.